Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a rash under the lifevest. The rash was reportedly located in other parts of the patient's body that the lifevest was not touching. The rash was reportedly open and bleeding. The patient's daughter reported that she did not believe that the lifevest was the source of the rash. The patient's physician advised the patient to use a cream on the rash. Follow-up indicated that after using the cream the rash had improved.